Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter indicated a black color of foreign body was observed on the icm115v4 implantable collamer lens. The problem was noted before loading the lens. Additional information has been requested, but not yet received.